Event description:
Info provided states that one month after implantation of the iskd lengthener, the device showed no signs of distracting. Surgeon decided to re-operate to manually lengthen with forceps, which produced small lengthening. During surgery, the pt experienced vascular complications. The iskd lengthener was not explanted.

Manufacturer narrative:
It was determined that certain components may be out of spec, which could cause or contribute to a malfunction of the device and its ability to distract.